Manufacturer narrative:
Amended fields: g1 - manufacturing site. H6 - device codes, evaluation method codes, evaluation result codes, evaluation conclusion codes.

Event description:
It was reported that during ekos therapy, the ekos device was exchanged. A ekosonic endovascular device, 135x50cm and an unknown ekos device were selected for use in the bilateral ekos procedure in the lower extremities. After 19 hours of bilateral ekos therapy, there were multiple error messages observed on the pt3b control unit. To troubleshoot the issue, the tpa bag was changed on one side and it started alarming with 'control unit too cold'. A hard reboot was attempted first, then the device was checked for fluid ingress, cross connections, dry dressing, kinks and if device was tightly wound. The catheter was not drawn back or flushed. A new bag of tpa was spiked and intravenous (IV) pump was restarted. After the hard reboot, only the "iddc not functional" alarm remained active. The contralateral ekos catheter was exchanged, but the issue persisted. The other catheter was run as an infusion catheter. It was not reported whether the patient was returned to the catheterization lab for device exchange. There were no reported adverse consequences to the patient.

Event description:
It was reported that during ekos therapy, the ekos device was exchanged. A ekosonic endovascular device, 135x50cm and an unknown ekos device were selected for use in the bilateral ekos procedure in the lower extremities. After 19 hours of bilateral ekos therapy, there were multiple error messages observed on the pt3b control unit. To troubleshoot the issue, the tpa bag was changed on one side and it started alarming with 'control unit too cold'. A hard reboot was attempted first, then the device was checked for fluid ingress, cross connections, dry dressing, kinks and if device was tightly wound. The catheter was not drawn back or flushed. A new bag of tpa was spiked and intravenous (IV) pump was restarted. After the hard reboot, only the "iddc not functional" alarm remained active. The contralateral ekos catheter was exchanged, but the issue persisted. The other catheter was run as an infusion catheter. It was not reported whether the patient was returned to the catheterization lab for device exchange. There were no reported adverse consequences to the patient.